Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn and broken. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3 - "dimensional inspection found the lens within specifications". Should have been included with previous supplemental. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.0/+2.0/065 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault. The problem was not resolved. The cause of the event is reported as unknown. Reference MFR rep 2023826-2021-00711 for replacement lens.